Manufacturer narrative:
Due to character limit exceeded event site name - (B)(6) hospita. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check up that cardiosave intra aortic balloon pump had gas loss in iab circuit alarm. There was no patient involvement.